Event description:
It was reported that the pt was being referred for vns generator replacement because the pt had been experiencing painful stimulation in her neck for some time and the physician felt that "nerve damage" may have occurred. The pt's stimulation had been turned down previously to reduce the pain; however, the pt experienced breakthrough seizures as a result. Attempts for further information have been unsuccessful to date. Surgery to replace the pt's generator has occurred. Attempts for the return of the pt's generator are in progress.

Event description:
Additional information was received indicating that the explanted vns generator was discarded following replacement.

Event description:
Clinic notes were received on (B)(6) 2015 which provided additional information. There was neck pain in (B)(6) 2011 which was attributed to inadvertent swipe of magnet and then continued for 2 days. It was noted that on (B)(6) 2011 there was improvement of pain symptoms (generator was replaced on (B)(6) 2011). It was noted on (B)(6) 2011 that there were no seizures and the patient was tolerating vns well.